Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the infection occurred at the implant site of the implantable pulse generator (ipg). Ipg system was extracted and replaced. No further patient complications have been reported as a result of this event.